Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient has a revision surgery planned due to pain.

Manufacturer narrative:
Upon receipt of additional information, the information provided on this form is a duplicate of manufacturing report number 2648920-2015-00309.